Manufacturer narrative:
Bec field service engineer (fse) was dispatched on (B)(4) 2011: the fse determined the vacuum pump was failing to turn on and had caused a leak at the wash tower. The fse replaced the vacuum pump and cleaned the interior of the instrument. Hardware is the root cause of this event. Bec internal number: (B)(4).

Event description:
A customer contacted beckman coulter inc., (bec) and reported a fluid leak coming from within the unicel dxc 600i synchron access clinical system. The customer also reported that they have been getting vacuum under limits errors for over an hour. The customer was wearing gloves and a lab coat when cleaning up the leak. No injury to the user has been reported.